Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
It was reported that the ipg lost communication with the programmer. Pt turned off device and later could not turn it back on. Rep met with pt, and tried another programmer but still could not communicate with the ipg. An x-ray was taken and everything appeared normal. The ipg had not flipped and appeared to be a good depth. As of (B) (6) 2010, it was reported that the ipg was explanted and replaced.